Event description:
It was reported from (B)(6) that the electric pen drive device did not function. It was further reported that the device did not receive power when plugged in. It is unknown if the malfunction occurred during a surgical procedure. It is unknown if there was any patient or user involvement. There were no reports of delays, injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assessment was performed on the device which determined the unit meets all manufacturers functional specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.